Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the adaptive stimulation wasn¿t correct, so she reoriented the device. The rep reported that the patient¿s device didn¿t go into ¿mobile¿ when the patient was walking. The rep then reported that the main problem was that the patient reported that stimulation was uncomfortable when she stood up after sitting. The rep reported that the patient wanted sitting to be different from the upright. The rep noted that the patient was in upright when sitting. The rep reported that she wanted it to change from sitting to mobile. The rep reported that it never goes into mobile. The rep reported that she moved the mobile sensitivity all the way up and it still didn¿t change to mobile. The rep reported that the patient walked very slow and smoothly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the cause was determined; adjustments had to be made to the sensitive mobility range. Patient and rep to meet next wednesday to resolve issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the issues of the adaptive stimulation not being correct, the device not going into the mobile setting and the uncomfortable stimulation had been corrected. The patient was satisfied. No further complications were reported/anticipated.